Event description:
It was reported to the biomedical engineer, by a physician, that the ventricular "lead" was broken. The epg (external pulse generator) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The ventricle output connector was broken. One battery contact was also compressed, the battery drawer and upper case were broken, and the ring was bent.